Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. Programming changes were made. The patient was stable.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) exhibited a reoccurrence of far r oversensing.